Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor/belt latch not secure) has been confirmed. Upon investigation the belt receptacle guide pin is bent and the monitor was unable to securely connect to an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that monitor was unable to securely connect to an electrode belt.